Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an pair new transmitter occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported allegation of pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H6: event problem and evaluation codes ¿ correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an pair new transmitter occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.